Event description:
It was reported by dealer that wires from the tilt harness and actuator are frayed or cut on the fdx-cg power chair. Dealer advised end user stated chair broke down and police assisted to transport home and did more damage by cutting wires. Dealer could not provide any further information.